Manufacturer narrative:
Investigation results: one of the two reported issues was confirmed as the catheter was found to be misaligned on the needle and within the needle cover, which caused the catheter to become lodged within the needle cover. Misalignment can occur during assembly, but there are quality controls in place to mitigate the occurrence of this type of damage. Misalignment can also occur in the clinical setting if the needle cover is placed back over the catheter after breaking tip adhesion. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The reported inability to advance due to the cannula fraying and blown veins could not be determined as no samples with evidence of use were provided for investigation. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd insyte autog bc catheter frays. The following information was provided by the initial reporter: just wanted to inform you regarding a verge event submitted regarding needles fraying, please see note below. Are we able to educate or is this something we should be communicating as defective product? In 2 of the cases, the catheter could not be advanced due to the cannula fraying and the veins blew.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.